Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin, and after the delivery of 10 units, the insulin gauge decreased to 120 units. The customer reported that the customer resolves the issue by reloading the cartridge, and receives an accurate fill estimate. There was no impact to the customer's blood glucose level. As the events occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the inaccurate fill estimates.